Manufacturer narrative:
The customer confirmed that the device was a medline product and not a bd device. Therefore, the information was revaluated, and does not meet our reporting criteria.

Event description:
It was reported that the needle of bd¿ syringe bls 500cas ca were bent, and the medication could not be pushed out. Customer¿s verbatim: the tips of the needles are bent and the medication cannot be pushed out. Some in the box are fine and others are not. They are having to open a pack, see if it is bent and then they have been throwing them away if they are. So far they have only opened 2 boxes of the 5 they ordered.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of bd¿ syringe bls 500cas ca were bent, and the medication could not be pushed out. Customer¿s verbatim: ¿ the tips of the needles are bent and the medication cannot be pushed out. Some in the box are fine and others are not. They are having to open a pack, see if it is bent and then they have been throwing them away if they are. So far they have only opened 2 boxes of the 5 they ordered".